Manufacturer narrative:
Film evaluation summary: the suspected dissection and suprarenal stent deformation could not be confirmed due to the limited images available. Therefore, the cause of these events could not be determined. The pre-implant anatomy is unknown, and complete post-implant CT images (including earlier images) were not available for a more thorough assessment of the stent graft in vivo configuration. It appears that a loss of proximal/ lack of proximal stent graft apposition against the vessel wall seal was present. Correction section d: unique identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that there is a possibility that a dissection occurred at the level of the suprarenal stents. A false lumen was formed. Blood clot/thrombus accumulated in the false lumen pushing the suprarenal stent inwards. There was no thrombus noted within the stent graft. It was stated that CT that showed the bent suprarenal stent was taken about a month ago, but the exact date when the event was discovered is unknown. It was confirmed that there is no allegation against the etlw1624c124ej limb stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that a dissection is suspected, but not fully confirmed. At present, there is no aneurysm enlargement and no occurrence of type ia endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1624c124ej, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an aaa. It was reported on an unknown date that a CT showed that the stent started to collapse. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient will be monitored.